Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs system was turning on automatically without prompting. Reportedly, the patient turned off the scs system and decided to have the system removed.